Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace.no unexpected battery out limit alarms noted. Device received unexpected restart error test after battery change due to broken solder joint on interface board.cracked on reservoir tube and window, cracked battery tube threads and scratched on display window noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 238 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.